Event description:
On (B)(6) 2010, pt reported the infusion device will occasionally alarm e1 cartridge empty without giving an a1 low cartridge alert first. This has occurred 7 to 8 times since (B)(6), 2009. This last occurred around (B)(6) 2010. Attempted to verify alarm history but history did not go back that far. Infusion device and battery cover were replaced and requested for eval. Battery was also requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.